Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was found with damage insulation on the conductor wire by the yaw pulley. Instrument passed electrical continuity test. Engineering concluded that damage was likely due to mishandling. Additional observations not reported by site were grip bent and insulation tube damage. The grip bent was causing side to side misalignment of grips. There was a 0.102 offset at the tips, indicating overloading at the tip. The distal end of the main tube also exhibited various scratch marks with light material removal and a rough surface finish. The scratches were short in length and were not aligned with the tube axis. Engineering concluded that these damages were likely due to mishandling. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.

Event description:
It was reported that during a da vinci s hysterectomy procedure, the console surgeon noted difficulty with the patient side manipulator (psm) arm movements of the fenestrated bipolar forceps instrument in the middle of the procedure. The scrub nurse removed the instrument for inspection and found that the string of the instrument was cut. The instrument was replaced and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.